Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. No lot number information is available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that recurring knives were blunt during separate surgeries. An alternate knife was obtained in order to continue each procedure. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
Sixteen opened knife samples were received by manufacturing inside of a plastic bag. The samples were visually examined per facility procedure and all sixteen samples were found to be nonconforming with excessive damage to the tips and cutting edges. Penetration and sharpness testing could not be performed due the damaged condition of the samples. No lot number was identified with this complaint therefore, a lot history review could not be conducted. How the blade became damaged cannot be determined from the evaluation. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up or during transport back to the investigation site. Because the exact root cause for the damaged knives is unknown, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as damaged tips and cutting edges exhibited on the returned, opened samples are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).